Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 insulin pump system at the time of the event. On (B)(6) 2026 at approximately 1:30 pm, the patient reported that her cgm consistently displayed a glucose value of 166 mg/dl across multiple readings. She confirmed that the cgm screen was not stuck or frozen. While at work, the patient experienced sudden blurry vision and collapsed to her knees. She immediately called paramedics but was unable to check her blood glucose using a bg meter or administer treatment during this time. She estimated that approximately 30 minutes elapsed between the initial cgm concern and the onset of symptoms (around 2:00 pm). Upon ems arrival, a bg meter test was performed; however, the patient could not recall the measured value. Ems transported her to the hospital, and she reported that no treatment was provided during transport or upon initial hospital arrival. In the emergency department, a nurse performed a fingerstick blood glucose (fs bg) test, which showed a reading of 55 mg/dl, while her cgm continued to display 166 mg/dl. She was administered IV fluids (medication type and dosage unknown) to raise her blood glucose levels. The patient was discharged approximately two hours later, once her fs bg values returned to within a normal range (specific values not recalled). The patient stated that she did not manually adjust any pump settings throughout the event. At the time of the report, she indicated that she still felt sick. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.